Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient's anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloon, potentially contributing to a tear in both balloons. The review of the lhr (f1507709) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s: 3004939290-2015-00249.

Event description:
The following information was reported: two balloon loss of pressure events occurred with two different devices at the 2nd stop (arteriotomy) on the same patient. A buddy wire was used to maintain access. A third mynxgrip (6f/7f) vascular closure device was used and manipulated close to the arterial puncture and hemostasis was achieved. The patient was not hospitalized. In doctor's opinion, the event was caused by the mynx device/procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral stick location: low sheath size: 6f vessel size: 7 mm vessel type: arterial.